Manufacturer narrative:
(B)(4).

Event description:
Corrected information: the patient experienced "out of focus" distance and near vision, and difficulty with depth perception. Additional information was received from the surgeon, who reported the events resolved following the lens exchange.

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient had an unexpected refractive outcome. The lens was removed and replaced in a second procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).